Event description:
The stent was not advancing through the suggested size sheath 6fr. We used a 6fr x 63cm cook sheath. The stent kept getting stuck inside the sheath. So, they removed stent and could not use it. We got a bigger sheath and new stent.